Manufacturer narrative:
Correction: g3 - date received by manufacturer should have been aug 18, 2022, not mar 16, 2021, as reported in follow-up report number 3

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
Related manufacturer reference number: 2017865-2021-12616 2017865-2022-19764 during follow-up, noise resulting in oversensing was observed on the pacemaker, right ventricular (rv), and right atrial (ra) leads. Noise was able to be reproduced through pocket maneuvers but not through isometric testing. Fluoroscopy was performed and revealed an acute angle on the rv and ra leads. The event was resolved by capping and replacing the rv and ra leads and replacing the pacemaker. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-12616. During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) and right atrial (ra) leads. Noise was able to be reproduced through pocket maneuvers but not through isometric testing. Fluoroscopy was performed and revealed an acute angle on the rv and ra leads. The event was resolved by capping and replacing the rv and ra leads. The patient was in stable condition.